Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the right renal artery during a physician-modified endograft (pmeg) procedure to treat an aortic aneurysm. It was reported, on an unknown date the patient had bare metal stents (bms; manufacturer unknown) implanted into the right and left renal arteries. During the pmeg procedure on (B)(6) 2024, the right renal artery was successfully stented with a vbx device without issue. The physician then attempted to stent the left renal artery. However, during the advancement though the bms, the vbx device had become stuck. After manipulating the device, the physician was able to successfully remove the vbx device through the introducer sheath (manufacturer unknown). After the vbx device was removed, it was observed to have been displaced on the delivery catheter. The physician attempted to advance a new vbx device, when he was met with the same resistance. After some manipulating, the delivery catheter was removed, and the stent had become dislodged from the deliver catheter. An angiogram was performed and confirmed that the stent was in the renal artery. During the angiogram, the guidewire (manufacturer unknown) was observed to have been advanced through the strut of the bms. The physician used a cook nsnare¿ stent retriever to remove the undeployed stent from the patient. The case was completed with a non-gore medical device. The patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The device was discarded and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The IFU includes the following warning: "do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation which may result in vessel damage and/or ischemia, potentially requiring surgical intervention. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath."